Manufacturer narrative:
One fogarty catheter was received in an empty shipping tube. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The tube is broken at the bond site, where the clear adaptor and the gray tube are bonded. The clear adaptor was not returned. The shrink seal is still attached, at the around the IFU. Although the reported damage was confirmed, there is no indication this is related to the manufacturing process; there is no actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
As reported, one fogarty was found with broken package at the meeting room. They don¿t know how they were broken, when opening the package they noticed the introducer was unsealed. The device was not sterile anymore.